Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during basal delivery. The customer reported a blood glucose (bg) level of 180 (mg/dl) and delivered a manual injection. Although requested, the customer declined to complete troubleshooting with tandem technical support.